Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 286-367mg/dl and the customer delivered boluses to address the bg levels. Reportedly, the customer does not change their supplies for six days at a time. Tandem technical support advised the customer to change their supplies every 72 hours. No troubleshooting was performed due to the occlusion alarms occurring in the past.